Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose, diabetic keto acidosis on (B)(6) 2020 with blood glucose level was over 400 mg/dl. Customer was treated with syringe. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated infusion set cannula was bent. Customer was using auto mode. Customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.